Manufacturer narrative:
On 11/6/2019, mentor became aware that patient also suffered left-sided chest injury, and device migration. This report is for the patient¿s right-sided device. Left side issue is being reported in the separate report. On 11/25/2019, mentor became aware that chest injury was mistakenly not reported in the initial report. Hence, patient code "injury" has been added under evaluation codes on this report. Also, physical product was not returned. Photo analysis is under progress. Hence, method, result, and conclusion codes have been updated on this form. Supplemental report will be submitted when evaluation is completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side capsular contracture baker grade IV, and right rupture. Concomitant medical products: left side 400cc mentor memorygel breast implant; catalog number: 3504004bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on the right side and was presented with right side capsular contracture baker grade IV confirmed on (B)(6) 2019. Rupture was later confirmed on (B)(6) 2019 during replacement surgery with catalog number 3505480bc; serial number (B)(4) on the left side and with catalog number 3505480bc; serial number (B)(4) on the right side.

Manufacturer narrative:
On 12/4/2019, photo evaluation was completed. Upon visual inspection of the picture, it was observed to be ruptured and divided into two parts. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer reference number: (B)(4).